Event description:
MDR decision date: (B)(4). No serious injury alleged. Malfunction alleged. Consumer's wife stated her husband was sitting on the commode and it cracked. MDR filed.

Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.